Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: angina and ischemia requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the pt experienced symptoms of angina and ischemia. A balloon angioplasty was performed as treatment. No additional event or pt info is available.

Manufacturer narrative:
.